Event description:
A ventilator was returned for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, the sound abatement foam was replaced for repair. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported death, life-threatening in b.2 section, which was marked incorrectly as this is product problem only as mentioned in b.1 section in previous report . G.6 section incorrectly marked 30 days and initial including 15 days, which should marked as 30 days and initial only in this follow up report. G.2 section incorrectly marked in previous report, which is correctly marked as consumer and foreign in this follow up report.

Manufacturer narrative:
In previous report following fields were captured incorrectly, which have been updated/corrected in this report: section b1 and h1 was updated as product problem and malfunction correctly but section b2 was incorrectly selected as death, life threatening and required intervention to prevent permanent impairment/damage, after reveiwing the case it was found that no such serious harm/injury occured to the patient. In section d4 UDI number was missed to capture, which was updated. Section e1 was incompletely captured, section g2, 'foreign' was missed to capture, and section g6 it should be initial and 30 days and section h3 have been updated/corrected.